Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia (44 mg/dl) following multiple meal announcements. The user was transported to the hospital, treated with glucagon IV and insulin injections, and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.